Event description:
It was reported that "(B)(6) stated that she had a knee replacement in (B)(6) 2003 and has pain since. She saw that stryker had a knee recall on med alert and wanted info. I told her, we had a number of different models of knee replacement and asked if she knew which model. She doesn't. I told her we would open a per so she could release her medical records to us so we can identify if her replacement was part of a recall."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the patient and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.